Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® eclipse¿ blood collection needle experienced separation of the hub from the needle during use. The following has been provided by the initial reporter: it was reported that when switching tubes, the hub separated from the needle. While discarding the needle, it was noticed that the needle was slightly bent. Event description per attached email states, "o phlebotomist was using a straight needle, everything was screwed on tight but when they switched tubes the hub came off the needle completely. It didn't break just completely detached. Then they said when they went to throw the needle in the sharps they noticed the back needle with the rubber cover was slightly bent. Green 21 g. Straight needle lot #9046645."

Event description:
It has been reported that one bd vacutainer® eclipse¿ blood collection needle experienced separation of the hub from the needle during use. The following has been provided by the initial reporter: it was reported that when switching tubes, the hub separated from the needle. While discarding the needle, it was noticed that the needle was slightly bent. Event description per attached email states, ''o'' phlebotomist was using a straight needle, everything was screwed on tight but when they switched tubes the hub came off the needle completely. It didn't break just completely detached. Then they said when they went to throw the needle in the sharps they noticed the back needle with the rubber cover was slightly bent. Green 21 g. Straight needle lot #9046645."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.